Manufacturer narrative:
Additional information: h10 - added related report number 9610905-2025-00089 filed after initial MDR submission.

Event description:
It was reported the posterior footplate on a distractor became separated from the distractor after distraction phase was complete. It was removed several months later.